Manufacturer narrative:
Reference: cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet as it is still currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following a total knee arthroplasty, the patient's yoke component fractured. The ears of the yoke were in contact with the inferior side of the tibial bearing preventing the knee from going into hyperextension. The hyperextension load fractured the ears off of the yoke. Attempts have been made and additional information on the reported event is unavailable at this time.